Manufacturer narrative:
Device passed displacement test. However unit alarmed motor error during basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test, prime/a33 test, excessive no delivery test due to motor error. The test reservoir p-cap was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the button of the insulin pump was raised. The drive support cap was protruded. Customer¿s blood glucose level was 74 mg/dl. Customer reported that the drive support cap was not in place. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.